Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness and experienced a car accident, she whiplash her shoulders, neck and back due to the accident. A passer by called an ambulance and the patient was taken to the hospital. There is no documentation about the treatment received. They performed a MRI , there were no results reported. At an unspecified time of the event the cgm was reading 5.0 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was kept overnight at the hospital. At the time of the report the patient as feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.